Event description:
The pt underwent surgery in 1993. Reportedly the sutures were removed in 1996, at which time the incision was inflamed. Claims that severe post operative infection and injury as a result of contaminated sutures.